Event description:
Nursing staff notice vital signs monitor was not plugged into a wall outlet for charging. The nurse plugged the vital signs monitor into the electrical outlet. A brief spark and smoke emitted from the connection. The nurse took another vital signs monitor and tried to plug it into the same outlet and it too sparked.